Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-01847, 0002648920-2023-00151, 0001822565-2023-01849, 0001822565-2023-01850. D10-medical product: size 5 precoat cemented tibial component, item#: 00588000500, lot#: 61518663; long 15mm diameter 155mm length straight stem extension, item#: 00598801115, lot#: 62172241; femoral hinge service kit size c, item#: 00585007013, lot#: 61929556; unknown 14mm poly. G2- spain. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised seven years nine and a half months post implantation due to pain, hematoma, synovitis and tendon tear. The patient underwent extensive tumor resection with rotating hinge knee implantation in the left knee. Subsequently, due to chronic rupture of the quad tendon, the patient underwent tendon repair with mesh during which, the poly bearing was upsized to correct recurvatum. Four years later, the patient presented again with pain and difficulty, and underwent extensor mechanism reconstruction. During the procedure, the old mesh was removed along with synovitis and abundant hematoma remnants from the ruptured quad tendon. All knee implants remained intact, and a new proximal tibial allograft and two super cables were placed to repair the extensors. There is no additional information available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h10. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no complication during the primary surgery. Abundant hematoma evacuated from ruptured quad tendon. Mesh and synovitis removed. New proximal tibial allograft placed with repair of the extensors, fixed with two super cables. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Complaint is confirmed based on the medical record review. H6: component code: proposed component (annex g) code is: - mechanical (g04) ¿ stem. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h6, and h11.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, d10, g1, g3, g6, h1, h2, h3, h6, and h11 d10- medical product. Stem collar 35 mm o.d. Item# 00585204135; lot# 61976655; distal femoral component item# 00585001301 lot# 61492868. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: ER visit: patient presented with sudden pain in the left leg with inability to extend it, diagnosed with possible loosening due to infection or fracture, conservative treatment recommended. Four days later second ER visit: patient presented with joint effusion, arthrocentesis performed. Eight days later third ER visit: patient presented with pain in the left leg, admitted and diagnosed with hemarthrosis with a chronic tear of the extensor apparatus. Approximately a month later fourth ER visit: patient presented with poor pain control in the knee, walking with crutches, analgesia prescribed. This complaint is confirmed based on the medical record review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.